Manufacturer narrative:
Three pencils were returned for evaluation and one was confirmed to self-activate in the cut mode during testing. Internal examination of the switch showed damage that was consistent with the customer using excessive force on the switch. Excessive force may be related to an attempt to use a pencil that may have reached it's life expectancy and/or is functioning intermittently. Add'l depostis were found under the switching domes indicating fluid ingress. Improvements to the switch base have taken place which limit the travel of the idc pins, thus preventing this condition from recurring. Improvements regarding fluid resistance have also taken place. This failure mode is detectable via a loss of tactile feel and the audible generator tone should the pencil remain on. Product labling indicates that the pencil should be tested following reprocessing to ensure the product is working correctly.

Event description:
The physician indicated that one pencil "stuck on" in the cut mode. No injuries occurred, "but certainly could have".